Event description:
During a laparoscopic cholecystectomy procedure, the gallbladder was within the device when it was pulled thru the umbilicus port and stretched. The device then came out without the gallbladder inside. The gallbladder was pulled thru without the use of another device. No patient consequences.